Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, capsular contracture (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5112831) that a female patient underwent breast reconstruction with two unspecified mentor gel implants. Post-operatively, the patient developed bilateral breast capsular contractures (baker grade 4 and 3). The breast were uncomfortable. Eventually, the patient suffered several unexplained systemic symptoms, including sjogren like syndrome, cellulitis, urinary tract infection, dry mouth, dry eyes, cough, difficult time swallowing, difficult time breathing, tiredness, a decline in health, and hoarse voice. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. After having the implants removed, the patient reported that all of the health issues are gone or much less. The patient stopped taking antibiotics, no issues with bladder, much less tired, eyes and mouth are less dry, voice was no longer hoarse and rarely cough. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 6, 2022, mentor received additional information indicating that the patient's date of birth was on 4/19/1965, the patient was 51-years old at the time of the event, is not hispanic, and is caucasian. In addition, the suspect medical devices were: (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 6794684 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 6864115 sn: (B)(6). The date of implantation was on (B)(6) 2016. The patient's capsular contracture was baker grade IV on the left and baker grade iii on the right. The patient also had additional ongoing symptoms: brain fog, sore throat, fatigue. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.